Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a snowy image. The issue occurred in preparation for use during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test and a punctured cable. Based on the results of the investigation, it is likely the image was snowy due to a faulty charged coupled device. However, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the failed leak test identified during the device evaluation was due to a puncture on the cable. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a snowy image. The issue occurred in preparation for use during an unspecified procedure. There were no reports of patient harm.